Event description:
On 6/3/1998, the international distributor informed the MFR via a fax report that a customer in MFR's territory experienced a problem with this device. The report states the following: in 3/1998, there was no problem with injecting drug. On 4/13/1998, the subcutaneous tissue was swollen when injecting saline. Leakage of the catheter cuff was suspected. An x-ray confirmed leakage of drug around the catheter cuff and as a result, the device was explanted and replaced with the same product. The device was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.